Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation the device did not meet acceptance criteria of evaluation process for broken ac port and initial power-up failure. The device's ac cable needs to be replaced to address the issue. No repair was performed. The unit is not needed for inventory, and it was scrapped.